Manufacturer narrative:
The system was examined and the reported event was replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during three surgical procedures the ophthalmic surgical console presented no (phaco) phacoemulsification power in first and second cases and poor phaco in the third case. For the first and second cases the handpiece was exchanged with no resolution. The system was rebooted and the case completed. For the third case the system was rebooted but the phaco remained weak. All cases were completed without patient harm.